Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms, noted to be a gradual rise. Boston scientific technical services noted this was likely due to calcification on the shock coils and discussed troubleshooting options. The lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms, noted to be a gradual rise. Boston scientific technical services noted this was likely due to calcification on the shock coils and discussed troubleshooting options. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the right ventricular (rv) lead was surgically abandoned due to impedance issues. The patient was experiencing low ejection fraction. A new lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.